Manufacturer narrative:
PMA/510(k) #: pre-amendment. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop biliary drainage catheter was selected for use in a percutaneous transhepatic biliary drainage procedure. During the procedure, the metal stylet could not be removed from the catheter. This occurred with two devices. There were no adverse effects to the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Product received on: 23aug2019. Investigation - evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The visual inspection of the returned complaint device confirmed the cannulas were able to be removed without difficulty, and no damage was noted to either device. Dimensional analysis confirmed that the devices were manufactured within specification. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found two nonconformances relevant to the reported failure mode were recorded. All nonconforming products were scrapped, the reported device goes through a 100% inspection for these nonconformances, and a software search for complaints on all related lots found no additional complaints from the field. Due to this information, there is no evidence suggesting that nonconforming product from this lot exists in house or in the field. Based on the information provided, the examination of returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.